Event description:
Reporter alleged obtaining a discrepant blood glucose result of 13 mg/dl on the active s system compared back to back with a result of 190 mg/dl on the paramedic's system when testing was performed within 10 mins. Reporter indicated that she self-treated with sugar and orange juice before calling the paramedics when she obtained the 13 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.